Manufacturer narrative:
The insulin pump passed the self test and displacement test. The device was monitored without the test energizer battery inside the battery compartment. The battery was then reinserted back for less than 10 minutes and no unexpected pump error 23 alarm occurred.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed pump error several occasions. The insulin pump also had battery issues. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.